Event description:
It was reported that during an atrial fibrillation ablation procedure, an air embolism occurred. The physician removed the therapy cool path ablation catheter from the patient and the saline bag was changed and the cool point irrigation pump and cool point tubing set were purged. The tubing set was visually inspected and no air bubbles or leaking were noted. The therapy cool path catheter was reintroduced into the patient and the physician noted via x-ray an air bubble in the coronary artery. The patient could not talk, was breathing and lost consciousness. The patient was treated pharmacologically, and a few seconds later, the patient awoke with no noted issues. A neurologist examined the patient and confirmed there was no neurological impact to the patient due to the loss of consciousness endured during the procedure. The procedure was continued using all the same devices and successfully completed. The patient's status post-procedure was fine.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification could not be determined.